Event description:
It was reported that the patient had to have their pump removed. On (B)(6) 2012, the patient's pump had come out through their incision. It was reported, "I was told it could of possibly been due to the steroids I had been on two months prior." It was reported, "it has been four weeks and I am still suffering from withdrawals. I have had to be put on high blood pressure medicine in the last three weeks." It was reported the patient was severely weak and very anxious. It was reported, "I was told I had to wait to hear from the infectious people before I can have a new pump put back in." It was later reported an infection had occurred. The pump was explanted. The patient experienced redness, dehiscence and was hospitalized. The outcome to the patient was a non-serious injury/illness. It was later reported, "according to the lab report the pump itself stated it was negative of any bacteria. My doctors seem to think it was because of the prednisone I had been on the 2 months prior. I am planning on having another one put in once I am over with the withdrawals from the sudden removal." It was noted the pump did help with the patient's pain once it was adjusted to the proper levels and now with the patient management device it worked even better.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2012, product type: catheter. (B)(4).